Event description:
Surgeon completed arterial anastomosis, then the clamp was released. The graft start leaking blood. The graft was removed and then replaced with another artegraft. The patient is doing well. No other issues reported. It is unclear whether the graft was pressure tested with a syringe filled with saline, as noted in the IFU preparation for implant, prior to implantation in the patient.

Manufacturer narrative:
During the manufacturing process, all the grafts are pressure tested to ensure that they meet all specifications. The batch records for this lot were reviewed and the records indicated no relevant issues or deviations from the specifications for this graft. There are no grafts from this in the finished goods area to examine. Corrective actions were issued and implemented. Awaiting the return of the graft for failure analysis. Due to the fact the patient was (B)(6). Artegraft is developing methods for proper handling during failure analysis.